Event description:
As reported by the user facility: reports nurses are tightening the ultrasite valve to the tubing, but on long infusions greater than 2-3 hours. Customer reports shorter infusions are not having this issue. The valves are separating from the tubing leading to chemo spills and blood spills. Additional information provided by the user facility indicated no one suffered any adverse sequela associated with the incidents. The actual samples were discarded. However, unused samples from the reported lot of product will be sent for evaluation.

Manufacturer narrative:
Samples have not yet been made available for the manufacturer to evaluate. On 7/6/2007- additional information provided by the user facility indicated that unused samples will be sent for evaluation. Without the actual samples, a thorough evaluation could not be performed. The instruction sheet provided with cases of the product indicate to tighten the luer lock connections before use. However, no specific conclusions can be drawn. If samples are received, a follow-up report will be filed.